Event description:
During evaluation of a returned clearlink solution administration set, it was observed that the set was missing the collar of the rotating luer lock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was observed that the collar of the rotating luer lock was missing. During the visual inspection it was also noted that the luer has a small deformation. A dimensional analysis was performed on the luer to ensure that the unit was within design specification and adequate interface between the components was present and it was confirmed that luer was conforming. The reported condition was verified. The cause of the reported condition was an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.